Event description:
It was reported that the this right atrial (ra) lead was broken during explant procedure. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).